Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Two packages, previously opened, were received with no instrument and no sales unit carton. Tyvek tore when packages were opened due to tyvek delamination. Package integrity was not affected. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Possible root causes for this issue are tyvek quality, sealing temperature, or opening technique. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that the devices were going to be used in a right hemicolectomy. When they went to peel back the tyvek, it tore. The tear went down the center and was difficult to remove the devices. Another device was used to complete the case. There was no adverse consequence to the patient.